Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) contacted the customer's biomed and found that the batteries were not charged and that the iabp unit was not fully engaged into the cart. It was allowed for the iabp unit to be charged over the weekend. The getinge fse went onsite and checked over the latch (all ok) and completed a full system check, calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that after a recent storm, the cardiosave intra-aortic balloon pump (iabp) did not turn on after a power surge. The iabp was not on but was plugged into the wall. It was also later reported that the customer assumed that the reason the iabp did not turn on was due to the power surge. There was no patient involvement, and no adverse event reported.